Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of primary baxter access sets underinfused. The nurse had difficulty obtaining an adequate flow rate during gravity infusion use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.